Manufacturer narrative:
The evaluation of the returned device confirmed the presence of thrombus and the review of the submitted photograph confirmed the report of a kinked outflow graft. Upon disassembly of the device, a small thrombus formation was found adhered around the inlet bearing cup and ball, obstructing approximately 10 to 15 percent of the blood flow path in this location. The thrombus ring revealed areas of denaturation and also appeared to have formed in laminated layers, indicating that it developed on the inlet bearing cup and ball over an undetermined amount of time while the pump was operating. In addition, a thrombus formation was found adjacent to the outlet bearing ball and in contact with all three outlet stator blades. The thrombus lacked laminated layering, suggesting that it did not initially form in the outlet stator; however, its specific origin could not be conclusively determined. The areas of denaturation on the thrombus indicate that it was present in the pump while it was operating; however, a duration of time for which it was present in the device could not be determined. Although the evaluation could not determine a specific cause for the development of the observed thrombus formations, their partial obstruction of the blood flow path could have contributed to the report of elevated lactate dehydrogenase (ldh) level. The thrombi could have also caused increased drag on the rotor, resulting in the report of elevated pump power values. Review of the submitted photograph showed a kink in the sealed outflow graft, in the area of the graft not covered by the outflow graft bend relief, approximately 0.5 inch from the distal end of the bend relief. The returned portion of outflow graft material measured approximately 3 inches in length and was fully covered by the bend relief while it was in place. The returned graft segment did not show any evidence of distortion while the interior of the graft showed no evidence of adhered depositions or thrombus formations to indicate an obstruction of flow in this location. A specific cause for the outflow graft distortion seen in the photograph, as well as a time frame for which it was present could not be determined through this evaluation; however, in addition to the observed thrombus formations, the kink in the outflow graft could have also contributed to the report of elevated ldh level. Visual examination of the pump¿s bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. The instructions for use lists device thrombosis and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Information received from the hospital personnel on (B)(6) 2016 stating that the patient was admitted on (B)(6) 2016.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 60 days. The explanted device was returned for analysis. The evaluation is not complete. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital due to pump power spikes and a lactate dehydrogenase (ldh) value of approximately 1000 u/l. The date of admission was not provided. On (B)(6) 2016, the patient was taken to the operating room and a pump exchange to another lvad was performed. It was reported that during the pump exchange procedure, the outflow graft was noted to be kinked upon opening the chest. No further information was provided.